Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and the melted area of the circuit was identified and confirmed. Both connectors attached to the column were severely melted. Electrical resistance was measured and found to be within specification. A device history record (DHR) review was performed on the lot number of the sample received (74g1600058) and there were no issues found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question. The DHR shows that the product was assembled and inspected according to specification. The instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU warns the end user, "verify that temperature probes are fully inserted, and positioned away from direct heat sources to help avoid erroneous reading", and "before use, check all connections for secure fit". The reported complaint of a melted circuit during use was confirmed based upon the sample received. The returned circuit was confirmed to have melted as a result of an observed melted connector and tubing material at the column port. Other remarks: the defect was discovered after being in use. Therefore, based upon the circumstances as reported in the complaint and the damage observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges the "circuit melted at column and connector on second outlet of column. Patient dislodged temp probe at the patient wye." The alleged defect was detected during use. No harm or consequence to patient was reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation, and determine the source of the alleged defect, it is necessary to evaluate the device involved in this complaint. However material from the current production line was inspected, and no issues were detected that can be associated with this customer complaint. If the device sample becomes available at a later date this complaint will updated.

Event description:
Customer complaint alleges the "circuit melted at column and connector on second outlet of column. Patient dislodged temp probe at the patient wye." The alleged defect was detected during use. No harm or consequence to patient was reported. Patient condition reported as "fine".